Event description:
During the implantation procedure, the ICD device involved in this MDR report did not reduce the induced arrhythmias; interrogation of the device revealed that an overload warning message was displayed, suggesting a short circuit between the implanted defibrillation lead and the ICD device. Therefore, the device was finally not implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During the FDA inspection in june 2009, the investigator directed ela medical to file an MDR report for this ous event (B) (4); therefore, as a result of this direction, we are filing this report. (B) (4). Conclusion: the electrical characteristics of the returned unit are within specifications; the observed overload condition occurs generally when a lead with an insulation defect is in contact with or wrapped around the ICD case; the defect could have been intermittent and could have disappeared when changing the ICD and also changing the position of the lead near the device; the overload feature is a protection designed to prevent permanent ICD damage when a short circuit is detected between the ICD can and the defibrillation lead within the first microseconds of the shock pulse. This behavior corresponds to the device specifications. The device is retained in the returned product storage area.